Event description:
It was reported the customer has been experiencing fluctuating blood glucose levels (47-230 mg/dl). Customer reports gradual drops in blood glucose level in the morning. Customer's healthcare professional suggested he raise his basal settings form 12am-7am.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.